Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(4) that two (qty.2) ar-9545-t15-02 and an ar-9545-t15-03 driver shafts are broken. No harm was done to the patient and the cases finished without any negative impact. Replacements were used to complete the case.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-9545-t15-02 driver shaft lot number: 1392140 was received for investigation. Visual evaluation noted wear and tear on the devices with discoloration and faded laser markings. Further visual evaluation noted that the driver tips were twisted/bent. Functional testing was not performed due to the damage to the device. It was not indicated if a torque-indicating adapter had been used with the device. The most likely cause for the reported failure can be attributed to over-torqueing/over-engaging the driver with the screw head.